Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. However, after further examination of the device¿s interior, there was mold inside the internal battery connector located on electrical board, and there was some corrosion on the pins of the lcd connector located on electrical board. Device received with a crack in the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly. Device also received with a crack on the battery tube which eventually extends diagonally to where the battery threads are located. Finally the middle (enter) keypad button is cracked.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 620g or 640g (change based on pump model) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error image on insulin pump screen and insulin pump stopped working, had blank display as customer went into the pool. Customer¿s blood glucose was unknown. Customer stated that insulin pump had crack near the battery chamber and reservoir chamber. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will not be returned for analysis.